Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up with an implantable cardioverter defibrillator that exhibited a vibratory alert for charge time limit reached. Capacitor manual maintenance tests were performed. The patient was in stable condition.